Event description:
Aventis case ID: (B)(4). Initial info for this spontaneous case was received from a physician via a sales rep on (B)(6) 2008: a (B)(6) female pt received treatment with poly-l-lactic (sculptra, lot # and exp date not provided) for an unk indication. The pt reported being "happy with results," but that she has noticed a bump, described as a "small hard lump" under her eye, "smaller than a pea but larger than a 'bb'." At the time of this report, the outcome of the event was unk. No further medical info was reported.

Manufacturer narrative:
Additional info for poly-l-lactic acid [sculptra] from (B)(4): batch record review was without hint to root cause. Since no lot # is available, an investigation has been performed on the documentation of all potentially involved mfg batches marketed in the u.s. The review of the dhrs and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable. F/u info was received on (B)(6) 2008 from the physician: physician returned the hcp data collection form, the sculptra adverse event form for nodules, and the medwatch: demographic info was provided. The pt is reported as having a negative medical history, no allergies, and no concomitant medications. In addition, the physician reported the following: the pt received poly-l-lactic acid (sculptra) injections (lot # and exp date unk), from (B)(6) 2007 (discontinued on this date) for facial volume loss. (It was reported as unk if the product was restarted.) The physician used one vial of poly-l-lactic acid which was reconstituted with 5 mls of water two days prior to injection, and was stored at 4 degrees centigrade. Two cc's of lidocaine were added immediately prior to injection. The pt received 0.5 cc's of poly-l-lactic acid in the right lateral orbital rim, 1.5 cc's in the right inferior orbital rim, 5 cc's in the right malar eminence, and 1 cc in the right jaw line. The area of granuloma formation was the right lateral orbital rim; the pt had 3 mm and 2 mm granulomas. The date of the event was provided as (B)(6) 2008: the pt had a 3 mm round firm mass at the right orbital rim. On (B)(6) 2008, the mass was removed, and a biopsy was performed. The biopsy results revealed the following: refractile foreign material with multi-nucleated giant cells, histiocytes and scattered lymphoid cells. The outcome of the event was reported as ongoing. No further medical info was provided. Causality assessment: the physician reports that the granuloma was suspected as secondary to poly-l-lactic acid. Additional implant date: (B)(6) 2007.